Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Pocket infection was reported and that the patient had a swollen area around the pocket, pain, fever and chills, nausea, vomiting, and also pain in the left shoulder and left pectoral. The lead was removed without replacement. No further patient complications have been reported as a result of this event. Infection.